Event description:
The info received indicated that the target lesion was the dialysis shunt. The target lesion had heavy calcification and moderate vessel tortuosity. The rate of stenosis was unk. The slalom thrill balloon catheter prepped normally. When the balloon was delivered for dilatation, the balloon ruptured at 5 atm during inflation with the indeflator (details unk). The slalom thrill was removed without difficulty from the pt's body and another product (details unk) was used to finish the procedure without any other problem. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.